Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-06243, related manufacturer's reference number: 2017865-2021-06244. It was reported the patient presented in the hospital with swelling and drainage of the device pocket. The patient's pacemaker, right atrial, and right ventricle leads were explanted on (B)(6) 2020. The patient had a new system implanted on (B)(6) 2020. No additional information was reported.